Event description:
It was reported that the failed calibration and low flow rate (1.4) through functionality test glitch in screen when in use, the issue from the srf is copy paste from the previous one. The issue was reported at the beginning was cooling malfunction. Per sample evaluation results on 09dec2025, there was a cracked level sensor. Per sample evaluation results received via task on 19dec2025, it was reported that the device could not be filled with water during decontamination.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. During evaluation, it was confirmed that the device was not cooling to specification. Mixing pump was replaced. Unit comes with an external power cord, which required a replacement. Level sensor is cracked. Device could not be filled with water during decontamination. Pm performed. Power cord was replaced. Level sensor was replaced. Circulation pump, heater, and drain valves were replaced. The device underwent and passed testing after all repairs. A review of the risk document, ra2800010 rev 26, was reviewed for this investigation. The risk documentation was addressed in step #ra109, d087. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken. Corrections: f, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f, the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the failed calibration and low flow rate (1.4) through functionality test glitch in screen when in use, the issue from the srf is copy paste from the previous one. The issue was reported at the beginning was cooling malfunction. Per sample evaluation results on 09dec2025, there was a cracked level sensor.